Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a firing failure (hi torque) based on system event logs. Fa was unable to replicate the firing failure as the instrument passed initialization, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the jaws opened/closed properly as clamped, fired and unclamped successfully. Fa fired the stapler with a white 30 reload and no malformed staples were observed. All staples on the reload deployed successfully and there was no exposed knife. Additionally, fa made observations based on log review that were not reported by the site. Fa found that the instrument had an unclamp failure, but was not replicated during in-house testing. Also, the instrument was found to have a reload recognition failure, which was also not reproduced during testing. The instrument passed electrical continuity. The logs did not show an error 1164 (reload recognition error), but indicated the reload was selected manually by the user.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the curved-tip stapler 30 instrument encountered a "partial fire fault." The surgeon used the stapler release kit (srk) to remove the stapler and used a back-up stapler to proceed with the case with no report of patient injury.